Manufacturer narrative:
Review of the batch manufacturing records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Periprosthetic fracture at the trunnion. Patient fell around (B)(6) 2017 and treated a wrist fracture. Patient complained hip pain but never took x-ray or be looked at. Update 01/08/2018: primary implant in 2007. Patient fell in (B)(6) 2017 and was treated for a wrist fracture but no observations were made of patient's hip (x-rays or otherwise). On (B)(6) 2017, patient pivoted, heard a pop, and fell. Patient complained of clicking noises several days before the fall. X-ray reveals the head disassociated from the stem. Patient reported pain at 8 out of 10. Patient was revised.

Event description:
Periprosthetic fracture at the trunnion. Patient fell around (B)(6) 2017 and treated a wrist fracture. Patient complained hip pain but never took x-ray or be looked at. Update 01/08/2018: primary implant in 2007. Patient fell in (B)(6) 2017 and was treated for a wrist fracture but no observations were made of patient's hip (x-rays or otherwise). On 12/30/2017, patient pivoted, heard a pop, and fell. Patient complained of clicking noises several days before the fall. X-ray reveals the head disassociated from the stem. Patient reported pain at 8 out of 10. Patient was revised. A review by a clinical consultant confirmed unknown trident shell as being malpositioned. Material analysis report reported an accolade stem neck fracture, liner wear, corrosion and wear of the femoral head and accolade stem.

Manufacturer narrative:
Device evaluated by mfg an event regarding trauma, corrosion and disassociation involving a metal head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: a material analysis has been performed. The report concluded: the stem neck fractured in fatigue. Intergranular morphologies were observed on the fracture surface, but did not initiate the fracture. The wear observed on the acetabular insert, femoral head and hip stem trunnion was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Burnishing, scratching, embedded debris, and third body indentations were observed on the acetabular insert. These are common damage modes of uhmwpe. Eds showed that the femoral head was consistent with astm f1537 and the hip stem was consistent with astm f1813. Eds also showed that the adhered debris on the femoral head was consistent with material transfer. The adhered debris on the hip stem was consistent with a corrosion product and biological material. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: - cup malposition in absent anteversion. Patient-related factors - none device-related factors: - none as also supported by the mar findings. Diagnosis: - cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, quite likely with component impingement further contributing to corrosion issues and ultimately leading to a fatigue fracture in the neck of the accolade tmzf stem exactly at the point of peak overload requiring revision. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event was confirmed on the basis of the conclusion of the material analysis report indicating: the root cause of the event was assessed through the review of the provided medical records by a consulting clinician indicating "cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, quite likely with component impingement further contributing to corrosion issues and ultimately leading to a fatigue fracture in the neck of the accolade tmzf stem exactly at the point of peak overload requiring revision." If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.